Event description:
During anterior cruciate ligament repair and reconstruction a 7mm transtibial guide tip broke off in the joint and was retrieved by the surgeon. There was no adverse effect or injury to the pt.